Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was inspected including the recorded diagnostic log at the time of the event. It was verified in the diagnostic log that the ventilator had a ventilator inoperable condition during ventilator power up at the time of the event. An air leak noise was also heard from the oxygen (o2) side psol upon powering on the ventilator. The pressure solenoid (psol) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that during patient use, the ventilator generated a high pressure alarm. The patient was transferred to an alternate ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.